Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 0202831140 was reviewed and the product was produced according to product specifications. All information reasonably known as of 22 oct 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). Device was discarded by user.

Event description:
It was reported that on (B)(6) 2018 during patient care, the patient turned part way and milk bubbled from the nose, and the patient coughed. Then the naso-jejunal tube (nj tube) came out of the nose, still taped. The nurse noted that part of the tube was missing, from 28cm to 56cm. Specialist nurse was called immediately to assess. The specialist nurse looked down the back of the patient's throat with a laryngoscope, and the tube was not visible. X ray confirmed that the tube was sitting in the cervical region. A gastro-surgeon was called, and determined the tube was broken in the upper esophagus, with tip projected over stomach, lying at level of d2. Per additional information received (B)(6) 2018, the nj tube had been inserted on (B)(6) 2018. The tube had been found to be occluded earlier in the shift, but had been flushed easily with water. The retained portion of the tube was allowed to pass naturally, as the patient was already receiving palliative end of life care for unspecified comorbidities. After the incident, the patient was managed with a nasogastric tube (ng tube). The patient later died from causes unrelated to the reported incident. No further information provided at this time.

Manufacturer narrative:
All information reasonably known as of 30 nov 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 16 nov 2018, the patient died of congenital hydrocephalus on (B)(6) 2018. The patient was received palliative care as her long term outcome was very poor.